Event description:
Inaccurate pulmonary artery mixed venous oxygen saturation readings reported. A pt had surgery for mitral valve replacement and coronary artery bypass graft on 02/07. Post-operatively, the pt's mixed venous oxygen saturation value was 80% and remained 70-80%. The clinicians noted that the cardiac output values obtained with the thermodilution catheter did not match the pt's clinical picture. The cardiac output curves observed on the monitor were "bad", thus clinicians were not confident of the values. They then chose to determine cardiac output values using the "fick" equation with mixed venous oxygen saturation values obtained from the catheter. The pt's dopamine infusion was titrated based on the fick and mixed venous oxygen saturation values. An in vivo calibration was done just before the catheter was removed. Stored value was 83% with a measured value of 54%. Staff felt that the pt may have been weaned using incorrect values plugged into the fick equation. The pt's dopamine drip was weaned on 02/08, and the pt tolerated the discontinuation of the dopamine without any apparent adverse reaction. The catheter was removed the second post-op day, 02/09, per routine protocol. There were no light intensity message while the catheter was in place. There was no apparent pt harm associated with the weaning of the dopamine or catheter function. The pt has been discharged with a PICC line for extended antibiotic treatment.